Event description:
Information received with return of the explanted device notes atrial undersensing with "good intrinsic signal". With the sensor on, the device exhibited erratic behavior varying between normal frequencies to upper rate. Exposure to diathermy was reported. There were no consequences to the patient.